Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was programmed to settings indicative of an interrupted system diagnostic test on (B)(6) 2013. The device settings were corrected the same day except for the magnet mode on-time; however, it is unknown if this settings was intentional left unchanged. No interrupted system diagnostic tests were observed in the available programming and diagnostic history; however, an interrupted diagnostic test without being re-programmed by the physician is assumed to be the cause of the unintended settings.

Manufacturer narrative:
Review of the available programming and diagnostic history.